Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5157657.

Event description:
Voluntary medwatch received states the right atrial lead experiences a signal artifact episode. The episode was noted to have impedance measurements that were low out of range less than 100 ohms. Technical services reviewed the event and suggested that the low impedance could be due to a potential insulation issue. The lead remains in service. No adverse patient effects were reported.